Event description:
It was reported that during an af procedure, while using a lasso catheter to create the fast anatomical mapping (fam) in the left atrium, the catheter could no longer be straightened. Even when the deflection mechanism was released, the catheter remained bent. Follow-up information confirmed that the catheter was stuck in a deflected position. However the contraction mechanism was not affected. The physician did not have difficulty removing the catheter from patient. The catheter was replaced and the rest of the procedure went well. No patient consequence was reported.

Manufacturer narrative:
(B)(4). It was reported that during an af procedure, while using a lasso catheter to create the fast anatomical mapping (fam) in the left atrium, the catheter could no longer be straightened. Even when the deflection mechanism was released, the catheter remained bent. Follow-up information confirmed that the catheter was stuck in a deflected position. However the contraction mechanism was not affected. The physician did not have difficulty removing the catheter from patient. The catheter was replaced and the rest of the procedure went well. No patient consequence was reported. Upon receipt of the complaint catheter, it was visually inspected and the catheter was found in normal condition. Deflection test was performed according to the complaint reported. The catheter passed all tests, no anomalies were observed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
(B)(4).